Event description:
Philips received a complaint by the customer on the v60 indicating that a 1109 error code occurred, and a patient complained about having difficulty breathing. It was reported that there was no patient involvement at the time the issue was discovered. It was reported that there was no patient harm. Further information will be requested regarding the reported event and device repair.

Manufacturer narrative:
H11: it was reported that the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out for another ventilator, but there was no delay in therapy. H10: the remote service engineer (rse) evaluated the device with the customer and created an onsite work order for repair. The field service engineer (fse) was dispatched onsite and confirmed that there was a flow sensor/pressure solenoid fail. The fse replaced the flow sensor module to resolve the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.